Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. She did not know the blood glucose reading. She was assisted with performing a 5.0 unit fixed prime while disconnected at the quick release. She stated that insulin did not exit and the insulin pump alarmed no delivery. She was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir/infusion set at the tubing connector, and push insulin through the tubing. She reported that insulin exited. She was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime to at least 5.0 units. She stated that insulin exited with a manual prime and was advised that the device worked as designed. She had received another no delivery alarm the day prior but changed out her set and did not experience any issues until the morning. She stated that she had some air bubbles in the reservoir, but she cleared them and declined to do troubleshoot them.